Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported that the pt is being seen by a retinal specialist for cystoid macular edema (cme). Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 09/08/2010, 09/14/2010, and 09/22/2010 by phone, fax, and mail. Additional information was rec'd by email. A completed questionnaire has not been rec'd. (B)(4).